Event description:
The surgeon inserted the aa4203tl silicone single piece lens and the lens tore as it was inserted into the eye. The lens was cut and removed without any patient injury. The reporter stated the incident was the result of a misload.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Results: visual inspection of the returned lens showed more than half of the lens was torn off and missing and there was no visible damage noted to the cartridge. There was a reddish residue on the surface of the lens and the tip of the cartridge. (B)(4).